Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and no blank display was noted. The device had normal operating currents and no unexpected battery issue alarms noted. The device passed rewind, basic occlusion, and displacement tests. However, the device was unable to prime during prime test due to faulty force sensor resistor. No motor error or no delivery alarm noted. The motor passed the motor test. The device had minor scratches on the lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error. He cleared the alarm and the insulin pump turned off, it had alarmed off no power. Customer's blood glucose was unknown. Troubleshooting was performed for motor error alarm. Motor error alarm occurred during basal delivery. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.